Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had an image problem and showed an communication error. The issue occurred during preparation for use. There was a mentioned delay due to the malfunction, however, there were no reports of patient harm and the intended procedure was able to be successfully completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it is presumed that the distal end leaked and since the user could not detect the leakage, no image occurred and performing reprocessing while the device has a leakage increases a possibility of damage to the device due to water invasion however, the definitive root cause of the reported event could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the second event. The event can be detected/prevented by following the instructions for use in: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) _ leakage testing of the endoscope_ perform the leakage test. Caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.